Manufacturer narrative:
Date of event: unknown. Investigation summary: one photo and one loose 1ml luer-lock syringe (p/n 309628) were received. The sample was visually evaluated. It was observed that the zero-line appeared to be misplaced by approximately 0.05ml and the scale was severely skewed. Additionally, the flanges of the barrel were severely bent, with one bent away from the tip, and one bent towards the tip. This syringe was non-conforming per product specification. Our records indicate production dates of 05/16/2019 - 05/18/2019 for this packaging batch. Corrective actions were implemented as follows: a sensor that detects bent flanges was added to the printing machine in july of 2020. This sensor will stop the machine and reject the affected product upon start-up. A sensor challenge for the above was added to the machine process control form in june of 2021. This challenge is required to be performed every shift and appropriately documented to ensure proper function of the sensor. Based on the dates of manufacture of the complaint batch and the improvements made to the machine and paperwork, no additional corrective actions are required at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: potential root cause for the incorrect volumetrics, skew, and damage to the flange is associated with the marking process. Prior investigation has revealed that the bent flanges will cause processing issues under the printing pad wheel, resulting in the scale defect observed. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 1ml ll was damaged and scale marking issues. The following information was provided by the initial reporter: it was reported unclear syringe markings.